Event description:
The advocate stated that the customer tested his blood glucose using his breeze2 meter and received a reading of 23 mg/dl. He retested using another meter and received a reading of 143 mg/dl. On another occasion, the customer received a reading of 43mg/dl using his breeze2 and a reading of 167 mg/dl using the other meter. The difference between both sets of readings falls in the "c" zone of the parkes error grid, making the differences clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.